Event description:
It was reported that during ica-t, pca, and supraclinoid aneurysm procedure, the operator first treated the ica-t aneurysm with a web then coiled the l-pca aneurysm. He deployed two coils and then asked for the subject coil. However, when he tried to detach the subject coil, it wouldn't detach. After the operator heard that the power supply gave the long beep he tried to pull the subject coil out of the microcatheter but it remained undetached. He replaced the power supply and tried again, but the subject coil still would not detach. When the operator tried again the subject coil partially detached with the proximal portion in the distal end of the microcatheter. The operator used a new coil, to push the proximal end of the subject coil into the aneurysm and then finished coiling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B2 outcomes attributed to ae: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no damage was sustained to the delivery wire during use, no thrombus or any other embolic agents were present on the coil detachment zone, the delivery wire and microcatheter markers were verified to be properly aligned under fluoroscopy, the rotating hemostatic valve (rhv) was sufficiently tightened prior to detachment, the power supply was maintained in a stable position, and 4-5 detachment attempts were made. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported events: ¿main coil prematurely detached/separated during use' and 'main coil failed/unable to detach'.

Event description:
It was reported that during ica-t, pca, and supraclinoid aneurysm procedure, the operator first treated the ica-t aneurysm with a web then coiled the l-pca aneurysm. He deployed two coils and then asked for the subject coil. However, when he tried to detach the subject coil, it wouldn't detach. After the operator heard that the power supply gave the long beep he tried to pull the subject coil out of the microcatheter but it remained undetached. He replaced the power supply and tried again, but the subject coil still would not detach. When the operator tried again the subject coil partially detached with the proximal portion in the distal end of the microcatheter. The operator used a new coil, to push the proximal end of the subject coil into the aneurysm and then finished coiling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.